Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered a 2.837-unit bolus instead of a 0.28-unit bolus intended to be delivered. Customer's blood glucose (bg) level was approximately 54 mg/dl. The customer declined to perform further troubleshooting with technical support; therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.